Event description:
The customer reported an incomplete return during a donation due to a "vein problem." They received an alarm, 'failure of the automatic addition of the additive solution.' Patient weight, age, and gender are not available at this time. (B)(6). The disposable set is unavailable for return because the customer discarded it. This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for death or injury occurred.

Event description:
No medical intervention was required for this event.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: based on the rdf analysis, the message to verify the volume was generated due to the procedure ending without rinseback and the system being unable to confirm the pas volume. The verification messages do not necessarily mean that there is a volume issue. They are generated to due to a specific event, no rinseback in this case, so that the customer can confirm that the event did not interfere with the expected results.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Investigation: the run data file (rdf) was analyzed for this event. Per the rdf, at 67 minutes, during rbc collection, there were 7 'access pressure too low' alarms. The draw flow was adjusted down once, then the procedure was aborted without rinseback and the donor was disconnected. Platelet product was flagged to count white cells and for yield. The rbc product was flagged for yield. There were no 'return pressure too high' alarms which would indicate a hematoma. Rather the procedure was aborted after repeated 'access pressure too low' alarms indicating the vein problem was an issue with the draw. The system operated as intended, no unusual process variables were observed. In the event a procedure is ended without rinseback, the system is unable to reduce the whole blood in the disposable and clean the cassette for pas delivery. As in this case, the platelet product will be flagged for white cells. When rinseback is not performed the system also can not verify the volume remaining in the return reservoir. As a result, it cannot use the lower level sensor to run a test during pas prime to confirm the pas volume, so these procedures will also be flagged for yield/volume. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
Terumo bct internal reference: (B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.